Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer was unable to provide additional patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not reach full charge for defibrillation. The customer was performing a pre-charge for a rhythm check, however, the device charge tone sounded but did not stop as it would when fully charged. The charge was dumped manually and recharged and then worked as normal. The medic stated, "at no point did I deliver a shock or press the shock button due to the patient being in asystole." This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The device logs were downloaded and reviewed, and the reported issue was verified. Stryker determined that the cause of the reported issue was traced to the device software. The device software was updated as a precautionary measure. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not reach full charge for defibrillation. The customer was performing a pre-charge for a rhythm check, however, the device charge tone sounded but did not stop as it would when fully charged. The charge was dumped manually and recharged and then worked as normal. The medic stated, "at no point did I deliver a shock or press the shock button due to the patient being in asystole." This issue is patient related; however, there was no adverse patient outcome reported.